Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during npwt the patient went home with pico 7 single drsg 15cm x 15cm applied and working well. Over the weekend, the same equipment stopped applying pressure and turned on all the alarm lights without turning off again. The npwt was successfully completed with a smith and nephew back up device. No patient injuries or other complications were reported. No further information is available.